Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, morphine and an unknown medication via an implanted pump. The concentration and dose was unknown. The pump's indication for use (IFU) was listed as non-malignant pain. The event date was (B)(6) 2015. The pump was empty and was "beeping" constantly. The patient missed a scheduled refill. No symptoms were reported. The patient planned to follow up with a healthcare provider (hcp). Interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.